Event description:
Ibc from pt to complaint about cadd legacy cassette. Pt put in remodulin and diluent, started to tilt it around to mix it, and noticed drug leaking out of pouch into plastic cassette. Cassette lot #360794 1. Advised that cassette was wasted, to mix new cassette diluent first into cassette, mix around and see if it leaks. If not, add remodulin, and mix as instructed. Pt requested 5 extra cassettes be sent to home access. Pt did not report leakage with new cassette. No further info known. The reported product fault did not occur while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced the device. Diagnosis or reason for use: pah.